Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 108mg/dl. It was stated that the customer's glucose level dropped to 27mg/dl. Troubleshooting was performed. Reviewed the programming and it was correct. The caller stated that the reservoir appears to have less insulin than the status screen. The nurse stated that the insulin pump was not exposed to an MRI. Assisted to run the displacement test and passed. Advised that the customer should contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.